Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found the device to exhibit premature battery depletion due to an anomalous component in the hybrid. It is believed the anomalous component caused an excessive current drain, which depleted the battery. Reliability laboratory technician; (B)(4) - no complaint received with return of device. Device failure (event) observed during analysis.